Event description:
Alleged a nurse hurt her shoulder while trying to compensate for a bed that was not tracking properly during transport. The nurse was receiving therapy for her shoulder.

Manufacturer narrative:
The technician found the right foot brake caster was bent and replaced it to repair the bed.